Event description:
It was reported that a 20mm amplatzer amulet left atrial appendage occluder was selected for an implant on (B)(6) 2021. The physician deployed the loob of the amulet in the appendix when he accidentally unscrewed cable holding the device. The device was totally detached from the cable but the disc of the device was still in the delivery sheet and was easily re -screwed. Device was retracted from the loob of the appendix and changed to a 20mm device that was successfully implanted with no harm to the patient. The patient remain hemodynamically stable throughout the procedure. The procedure were delayed approximately 20 minutes. It was quite easy to re-screwed the device. The physician don¿t believe that their were any compromised risk for the patient in this specific case no additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of "accidentally unscrewed cable holding the device" was reported. The investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. A CAPA was initiated for further investigation on the amplatzer amulet not being attached to the delivery cable, per internal procedures.